Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information not provided. Section e1: initial reporter: email address: unknown, information not provided. Section e1: initial reporter: telephone number: unknown, information not provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that non-preloaded multifocal intraocular lens was explanted during secondary surgery as the patient experienced glare that was higher than expected and unmanageable in daily life. The lens was replaced with a monofocal lens. Additional information indicated that exchange surgery was performed on (B)(6) 2025. The product is not available for return. No additional information was provided.